Manufacturer narrative:
(B)(4). Date sent: 4/1/2025. D4: batch # 220d76. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two gst60w reloads present. The reload (b) was received unfired and the sled was noted to be misplaced on the reload. The reload (c) was received with the one-piece sled missing and unfired making it nonfunctional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the reloads. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device it can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 220d76, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2025 additional information was requested, and the following was obtained: product name: powered60 echelon +, 340 mm shaft product code: psee60a recognised:p30228 is the patient's current condition known? The product was not used on the patient (another one was used) were there any consequences or changes in the patient's postoperative care as a result of the event? -no according to the description of the event: the surgeon, who takes measures to mitigate the risks. How did the surgeon handle the potential risks? ¿ another echelon and refills were used!.

Manufacturer narrative:
(B)(4). Date sent: 02/12/25, d4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? According to event description: the surgeon, who takes steps to mitigate the risks. How did the surgeon managed the potential risks? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device presented a malfunction. As a result two nose staples fixed correctly. The incident was immediately detected by the surgeon, who tooksteps to mitigate the risks. There was no patient consequence nor surgical delay reported. Additional information requested.